Manufacturer narrative:
Correction: during evaluation of a returned spectrum pump, the device had "defective speaker". Service identified further that speaker had low audio. No additional information is available. Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "speaker defective" was confirmed. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The cause of the condition was the faulty rear case. The rear case required to be replaced to address the issue. The pump was not returned for repair, but rather serviced at the customer site by a baxter field service technician. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had an issue of speaker defective during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction b5: during evaluation of a returned spectrum infusion pump the speaker was found to have low audio. No additional information is available. Correction g3: initial report indicates (B)(6) 2025 however the correct aware date is (B)(6) 2025. Correction h11: the device was received for evaluation. During functional testing it was identified that the device had low audio. A device history review revealed no issues that could have caused or contributed to this issue. The cause of the condition was identified to be a faulty rear case. The rear case requires replacement to address the issue. Should additional relevant information become available, a supplemental report will be submitted.